Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that premature battery depletion was observed. Noise was also observed on the egms. Device was explanted and replaced.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion or the noise on the real-time egm. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and in the automated system; no anomalies were found and the device met all specifications.